Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was reviewed, and there was no evidence of the reported issue. The reported delivery accuracy issue was able to be duplicated. Three separate delivery accuracy tests were performed. At least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor will be replaced to bring delivery accuracy into specification.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump fails accuracy -9.85%. No patient injury reported.